Event description:
It was reported that patient presented at the clinic after receiving inappropriate high voltage therapy due to noise. A recent x-ray revealed externalized conductors. Programming changes were made, and patient was fine.

Manufacturer narrative:
(B)(4).